Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). A commanded shock was recommended at time of changeout to determine sli with therapy, as the implantable cardioverter defibrillator (ICD) was in elective replacement indicator after more than ten years of being in service. Furthermore, the rv lead output was high. The rv lead remains in service. No adverse patient effects were reported.